Event description:
It was reported, the light source was showing error e207, an emergency light failure code. The issue occurred during preparation for use of a unspecified diagnostic procedure. There were no reports of patient harm, no delay, and the intended procedure was able to be completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the issue occurred due to a failure of the emergency light. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.